Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft was implanted to treat an abdominal aortic aneurysm. The 8 month post-operative CT showed presence of thrombus in the right iliac limb. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.